Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range pacing impedance measurements and high pacing threshold measurements on the right ventricular (rv) lead. Underwent procedure, the rv lead was surgically abandoned and successfully replaced. Additionally, the ICD was also explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range pacing impedance measurements and high pacing threshold measurements on the right ventricular (rv) lead. Underwent procedure, the rv lead was surgically abandoned and successfully replaced. Additionally, the ICD was also explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.